Event description:
It was reported that the device was running without the trigger being pressed during a procedure. There are no allegations of adverse consequences associated with this event. The procedure was completed successfully as planned using a different device.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint could not be duplicated, as the device would not function when received. The failure appears to have been caused by corrosion on internal components. The device was repaired and returned to the customer.